Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: lot/batch #: unknown. Bd had not received samples or photos for evaluation for the tubes related to sample leakage. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2. It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes there was a loose closure resulting in specimen leakage of one patient sample. The sample was recollected. There were no other health consequences or impacts reported.